Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument did not work. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.309¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.